Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Annex b: b01; annex c: c0201; annex d: d02. Investigation summary: field technician stated issue of error code 120.4630 was confirmed. On 29-oct-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed a faulty power supply board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the power supply board. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had error code 120 4630 (battery no voltage). There was no patient involvement.

Event description:
It was reported that the device had error code 120 4630 (battery no voltage). There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.